Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 for a replacement procedure. The patient's right ventricular lead was experiencing noise oversensing and low impedance, which was later attributed to externalized conductors. The lead was capped and replaced. The patient was stable throughout.